Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the user facility explaining that a clinician was giving an injection when the needle detached from the syringe, and medication dispersed onto the clinician's face. The reporter indicated that no adverse health outcomes occurred as a result of event.